Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported, that the patient presented for a follow-up in the clinic, post-procedure. The pocket was eroded. And the patient was experiencing discharge. The device was visible from the opened incision site and vegetation was noted, on the leads. The physician explanted and replaced the pacemaker, right atrial lead and right ventricular lead to resolve the issue. The patient was in stable condition.